Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not terminate insulin therapy. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, customer continued to use pump for insulin therapy.